Event description:
The customer tested her blood glucose using her 2 contour meters. One meter read 68 and 78 mg/dl, while the other read 30 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement test strips were sent to the customer.